Event description:
The customer reported that during 'internal test [the device] gives more power than what is preset.' This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that during 'internal test [the device] gives more power than what is preset.' This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.